Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a skin closure of a midline incision of the abdomen, on the last stitch while doing traditional v-loc running stitch, the needle popped off when it was being pushed up through the skin. The resident retrieved the needle from beneath the skin and then cut the suture flush with the skin similar to how you would end a v-loc stitch. There was no patient injury.